Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages ) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The j500 component was pulled off of the distribution node pca, causing the failure. The root cause for the damaged component could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.